Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing kinked / flow issues - fluid blockage was verified by testing. The received infusion set was visually inspected and a kink in the tubing below the drip chamber is visible. The infusion set was then primed to check for functionality of the infusion set and the kink below the drip chamber did not allow for fluid to flow further down the infusion set and leaked from a hole at the kink. The root cause for the issue seen in this complaint is that the infusion set was coiled an packaged before the solvent between the drip chamber and the tubing was allowed to dry, creating a kink in the tubing, blocking fluid flow. Investigation conclusion: a device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced kinked tubing. The following information was provided by the initial reporter: material #: 10015012 batch/ lot #: unknown. Event on (B)(6) 2021. Rn noticed tubing infusing tpn was very kinked below the drip chamber and beeping off occluded. Could not get tubing to unkink, removed tubing and replaced with new tubing set. Tubing is available to be shipped to bd.